Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 4.0-10/4t/90 symmetry balloon catheter was advanced for dilation. However, during the initial inflation at 10 atmospheres for one minute, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. A symmetry device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located within the distal balloon sleeve 1mm proximal from the distal markerband. The rated burst pressure for this device is 15 atmospheres as per symmetry product specification. A visual and tactile examination identified no damage or issues with the shaft of the device. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 4.0-10/4t/90 symmetry balloon catheter was advanced for dilation. However, during the initial inflation at 10 atmospheres for one minute, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.